Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level rose to 300mg/dl while wearing the pod for approximately 37 to 48 hours. The patient's parent reported uncertainty as to whether the cannula was properly seated at the infusion site on the abdomen, as well as the presence of blood mixed with leaking insulin on the adhesive. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Blood was observed on the adhesive pad of the returned device. The exact cause of the bleeding/bruising could not be conclusively determined.